Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2007 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent revision of exposed mesh/excision of exposed mesh on (B)(6) 2008 by (B)(6) due to mesh exposure at the (B)(6) center, (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
Details: it was reported that the patient underwent revision of exposed mesh/excision of exposed mesh on (B)(6) 2008 by (B)(6) due to mesh exposure at the (B)(6) center, (B)(6).

Manufacturer narrative:
It was reported that following insertion the patient experienced mixed urinary incontinence, chronic vaginitis and dyspareunia. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 8/23/2017 .it was reported that patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6) at (B)(6) due to mesh erosion, mixed urinary incontinence and dyspareunia.